Event description:
Additional information was obtained through follow up with the author who indicated that from what he could remember, there were no allegations against medtronic products. No further information was provided.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. Patient information is limited due to confidentiality concerns. The gender/age baseline of the patients referenced in the article is male/(B)(6) years old. The date of death is unknown, as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿coronary sinus lead extraction.¿ pace. 2003: january (part ii). Vol. 26, pp 524-526.

Event description:
A journal article was reviewed which contained information regarding implantable leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there was one patient death (from sepsis and diffuse intravascular coagulopathy), and patients who experienced pain, infection, bleeding, perforation, thrombosis, perforated peptic ulcer,venous obstruction, coronary sinus abscess, pain, infection, pericarditis, perforation, atrial fibrillation (af), and ventricular tachycardia (vt). The article also indicated that there were leads with failed insulation, non-specific "failed" leads, "recalled" leads, and unacceptable capture thresholds. Some patients had longer hospitalizations than expected. All leads were extracted. The location of the leads is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.